Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be failed processor printed circuit board. The processor printed circuit board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement. No additional information is available.